Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: return to manufacturer: 3/16/2021 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during removal and replacement. Based on the return condition of the lens, no further product evaluation can be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was removed/ replaced during the same procedure. Explanted; give date: n/a (not applicable). Lens was removed/ replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis intraocular lens (iol) back haptic kinked upon insertion. The lens had to be cut out and replaced with a backup lens during the same procedure. There is no additional surgical intervention performed and no injury reported. No further information is available.